Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Reporter email: (B)(6).

Event description:
It was reported that the log file review found a no external power event on 08jul2022 which was caused by the power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Section d; model/brand name added, mpu serial number is unknown. Device serial number requested but not provided. Manufacturer's investigation conclusion: the reported no external power events while connected to the mobile power unit were confirmed via the submitted log file. The submitted log file contained events spanning approximately 7 days (06jul2022 ¿ 13jul2022 per the timestamp). The log file captured a single loss of power event while using the mpu on 08jul2022 from 13:59:54 to 14:00:07. The backup battery provided support to the system controller and maintained the pump speed above the low speed limit while external power was lost. The alarms were resolved when the rsoc and bus voltage were restored to their expected voltage thresholds, and external power was restored by connecting battery power to the system controller. The mobile power unit (mpu) was not returned for analysis. Multiple requests were made to obtain additional information (including a request for the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if the power cord came loose from the wall or the back of the unit, or if any environmental circumstances would have affected ac power at the time of the events, and the exchange/return device status); however, no response was given. The mobile power unit was not returned for analysis. As a result, the complaint file will be closed with no further action. The root cause of the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 patient handbook with mpu describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.